Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found deformed conductor coils 149-156, 468 and 473 mm from the terminal pin that were likely induced during the extraction process. No other visual observations were noted. The lead passed hipot, continuity and pressure testing. A guidewire could not be inserted past 149 mm from the terminal pin at the site of the deformed coils. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements after pocket closure. X-ray was performed and confirmed lead dislodgment. Revision procedure was performed to reposition the lead. Repositioning was unsuccessful due to inability to push the guidewire through the lead. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--